Event description:
It was reported the esc button on the insulin pump had frequently no or intermittent response. The device was not dropped or bumped nor exposed to moisture. Customer's blood glucose was 162 mg/dl. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. The device is being return for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to lcd keypad connector unlocked. The insulin pump received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.